Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a tibial articular surface provisional broke. It is unknown when or how the event occured.

Manufacturer narrative:
One persona tasp ps right gh bottom was returned for review. The visual inspection of the tasp bottom confirmed that the tasp was fractured into three pieces separating the medial, lateral side from the central post. The fractured pieces were returned for investigation. There were cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot # associated with this event has been in the field for approximately two years and one month. It is unknown for how many times the device is being used. The product search history found one other complaint for the same issue for the product lot combination. The reported issue has been investigated through a corrective and preventive action. This device is used for treatment. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. FDA recall z-2578-2014 contains the related lot number. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.